Event description:
As reported: the system's pusher was bent and therefore the web could not be released. The pusher was kinked, it was impossible to detach the web. Patient status is good. Additional information received: the physician tried to detach the web device.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: the system's pusher was bent and therefore the web could not be released. The pusher was kinked, it was impossible to detach the web. Patient status is good. Additional information received: the physician tried to detach the web device.

Manufacturer narrative:
Items returned for evaluation: delivery system (pusher), web implant, introducer. Items not returned for evaluation: dispensper hoop, microcatheter, controller. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications, but the hypotube was kinked and broken at the hypotube to connector junction. The proximal portion of the delivery system was not returned. Continuity and resistance testing was unable to be performed due to the delivery system break. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found stretched and did not show signs of activation using a detachment controller. The investigation of the returned web system found the hypotube kinked and broken at the hypotube to connector junction. The proximal portion of the delivery system was not returned. Due to the broken delivery system, this investigation could not test for or assess the continuity and resistance of the delivery system to determine if a condition existed that would have caused or contributed to the reported non-detachment and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.